Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent act button response due to moisture damage on the keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly during normal use. Customer's blood glucose was 95 mg/dl. The customer stated frequently no or intermittent response by button press (arrow up and down button) and the device was not dropped or exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. . The customer was advised that the device would be replaced and agreed to return the product for analysis.